Event description:
It was reported that this right atrial (ra) lead exhibited out of range amplitude measurements. Oversensing of noise and far-field oversensing was also observed on the ra channel, all of which was being marked as atrial tachycardia response episodes. No changes were made and the ra lead remains in service. No adverse patient effects were reported.